Manufacturer narrative:
Additional/updated information was added to reflect the device being returned to the manufacturer for evaluation. The result of the evaluation was that the sieve bed was saturated, which did not confirm the original complaint issue. This made the returned unit unrepairable. The original complaint issue of the unit not alarming was not confirmed however, the underlying cause could not be determined.

Event description:
The dealer states that the unit is not alarming.

Manufacturer narrative:
Should additional information become available for the patient, a supplemental record will be filed.

Event description:
The dealer states that the unit is not alarming.